Event description:
Several discordant, falsely low potassium results were obtained on an advia 1800 instrument. The discordant results were reported to physician(s), who questioned the results. The samples were rerun, and the corrected results were reported to physician(s). Three patients received potassium because of the discordant potassium results. There are no known reports of adverse health consequences due to the discordant potassium results.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc) about the discordant potassium results obtained on the advia 1800 instrument. The customer had replaced the electrode, and results were correct after the electrode had been replaced. The customer stated the expiration date of the electrode that was replaced was november 30, 2012, so the electrode had not expired. The electrode was disposed of, so the customer did not have it available to send back to siemens. The instrument is performing within specifications. No further evaluation of the device is required.